Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level over 600 mg/dl. The customer attempted to self treat with a correction via the pump and manual dose injections, but was treated intravenously with fluids of saline and insulin the the ER. The customer was released with issue resolved on (B)(6) 2024.